Manufacturer narrative:
(B)(4). Also was implanted pxc141200/13265839. Rlt311417/13231903 (B)(4). Pxc141200/13265839 (B)(4). According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 56.3mm. The patient tolerated the initial procedure and discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, follow up cta determined that the maximum diameter of the aortic aneurysm/lesion was 45.7mm. On (B)(6) 2016, follow up cta determined that the maximum diameter of the aortic aneurysm/lesion was 59mm. It was reported that on (B)(6) 2016, a type ii endoleak from lumbar vessels was identified and the patient underwent the coil embolization procedure. It was reported that the endoleak still persists and the aneurysm continues to increase in size. The patient complaints for the right hip pain. The physician is monitoring the patient and planning possible embolization.